Event description:
It was reported that the patient passed away due to a disease. Based on a review of the available patient records and the reported patient outcome, there were no device related issues at the time of the patient outcome. The outcome was not device or therapy related and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was further communicated that due to patient privacy laws, the managing hospital will not communicate any further patient outcome information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.